Event description:
It was reported that after 25 years of pump implant, the patient was in tremendous pain and his pump had abscessed, opened up and was exposed 4+ inches. It was noted that the area was cleansed and held with large band-aids, a sterile abdominal pad and paper tape. The patient had a hard time locating a physician due to insurance issues. According to the manufacturer device registry, the drug delivered via pump was lioresal. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8703 lot# j91094029 serial#, implanted: 1992 (B)(6), explanted: product type catheter. (B)(4).